Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced in association with this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During a call to technical support, a peritoneal dialysis patient reported a prior event of peritonitis. The patient's peritoneal dialysis nurse confirmed that the peritonitis occurred on (B)(6) 2016. Laboratory results from a sample of the patient's dialysis effluent revealed (B)(6) caused by touch contamination. The patient was administered the antibiotic vancomycin (route and dosage unknown). The patient was not hospitalized. The patient continues with continuous cycler assisted peritoneal dialysis therapy, and has recovered.